Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of over 800 mg/dl and diabetic ketoacidosis. The customer was treated with an insulin drip, anti-nausea medication, manual insulin injections, and food for dehydration. The customer was released from the hospital two days later with no permanent damaged. Reportedly, the cause for the event was due to an occlusion alarm. Customer changed pump supplies to address the occlusion.